Event description:
Limited info. The distal end of the reported device was attached to an extension set, and separation occurred. Backflow of blood into extension set occurred. Reporter stated there was no pt compromise. No further info available.